Event description:
It was reported that the device went to elective replacement indicator and had possible premature battery depletion due to high battery impedance. Then device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) was caused by high battery impedance noted on 26 jan 2011 prior to explant. The (B)(4) version 8 was installed on 14 dec 2010. The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.